Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the pulse generator lost output. The patient was asystolic and it was suspected that the generator was exposed to electrocautery. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The field event was confirmed in the laboratory. Visual inspection found cautery mark on the device which caused a sudden drop in voltage and triggering backup mode. The device was tested on the bench and the device was otherwise normal.